Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. Reportedly, the customer had dropped the pump. The customer's blood glucose level was 194 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.